Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. Corrected fields: b5. A getinge field service engineer (fse) has advised that the iabp was working in a satisfactory condition. Additional information is being requested with regard to the details of the repair and the status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the battery on the cs300 intra-aortic balloon pump (iabp) was poor and not giving proper backup supply. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Event description:
It was reported that the battery on the cs300 intra-aortic balloon pump (iabp) was poor and not giving proper backup supply. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already (tw#: (B)(4)) under mfg report number 2249723-2020-01710. Please refer to mfg report number 2249723-2020-01710 for all information for this complaint event. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read dr (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not holding a charge. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.